Event description:
Customer states transient st elevation was observed just after placement of the introducer in the left atrium. Air ebolism was discovered and medical intervention was administered (nitroglycerin). Prognosis of the patient was reported as excellent. Customer states that the event was procedure related.

Manufacturer narrative:
This complaint was part of a episo-d study based in europe, which initially was thought of as a clinical trial (pre ce mark or ide). The event occurred in 2005 and was not entered as a complaint until 08/11/2006 at which point it was determined a reportable complaint.